Event description:
A nurse took the pt to a shower, the nurse was washing the pt's feet (toes). There was loud noise and both the shower chair and the pt fell to the floor (left side). The left hand shoulder and the side were hurt, also the left arm stayed under the hemi arm rest. The seat height was at the highest level. Height adjustment pin (orange, left side) was broken. X-ray showed no injuries.

Manufacturer narrative:
There are two orange bolts (adjustment pins) which attaches the seat frame to the lower frame of the chair. Investigation of the product shows that the left side bolt is broken into two pieces. Etac supply center ab has tried to recreate the event. If the bolt is fixed in place it's not possible to recreate the event. But if the bolt has not entered properly into the two frames the bolt could break. Our conclusion is that height adjust pin has been assembled in a wrong way. The manual for shower chair shows how to assemble the bolt correctly. Risk analysis has been performed for the product. The hazard with bolts breaking are handle in the risk analysis. The risk is considered acceptable.